Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Additionally, patient was treated on (B)(6) 2019 with coolsculpting using two cycles to the bilateral banana roll / posterior thighs with a cooladvantage applicator. During treatment to the left side banana roll, a thermal event error occurred. The patient was treated on (B)(6) 2019 with coolsculpting to the left side banana roll / posterior thighs with a cooladvantage applicator. During treatment, the left side banana roll, experienced another thermal event error. On (B)(6) 2019, the patient was successfully treated to the left side banana roll with coolsculpting using a cooladvantage applicator. On (B)(6) 2019, the right side banana roll area became mildly firm with a circumscribed area of lipoatrophy and gradually became larger over time. On (B)(6) 2020, the patient was diagnosed with ph to the right side banana roll. On (B)(6) 2020, the patient was diagnosed with ph to the bilateral banana roll areas. On (B)(6) 2022, the office reported that there was concern the patient's ph had recurred post liposuction. On (B)(6)2022, the patient was diagnosed as having ph recurrence to the bilateral banana roll areas.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting developed paradoxical hyperplasia (pah/ph).

Manufacturer narrative:
Corrected data: a6 d1.

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the banana roll on (B)(6) 2019, and (B)(6) 2020 using the cooladvantage applicator with coolcurve+ contour and presented with recurring paradoxical hyperplasia (ph). The patient underwent corrective tumescent liposuction to the intragluteal fold, lumbo-sacral area, outer thighs, and medial knees on (B)(6) 2020, and underwent fat transfer to breast, and corrective liposuction to the ankles, intragluteal fold, medial knees, lateral thighs, and low abdomen on (B)(6) 2020.

Manufacturer narrative:
Corrected data: d6a (the device is not implantable, there is no implant date).

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the banana roll on (B)(6) 2019, and (B)(6) 2020 using the cooladvantage applicator with coolcurve+ contour and presented with recurring paradoxical hyperplasia (ph). The patient underwent corrective tumescent liposuction to the intragluteal fold, lumbo-sacral area, outer thighs, and medial knees on (B)(6) 2020, and underwent fat transfer to breast, and corrective liposuction to the ankles, intragluteal fold, medial knees, lateral thighs, and low abdomen on (B)(6) 2020.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting developed paradoxical hyperplasia (pah/ph).